Manufacturer narrative:
(B)(4): the service technician was unable to duplicate the customers reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 72 hour extended test using the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. There were no abnormal noises during ventilation. The internal inspection did not reveal any abnormalities with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the patient became distressed while on ventilator, stopped breathing, and became hypoxic. The customer also reported that the ventilator was making a loud humming noise and would like the ventilator to be serviced.